Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device was unable to pass an operations check. There was no reported patient involvement. Philips authorized service provider (asp) was not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service. No further action is warranted at this time.